Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 700 mg/dl. It was stated that the customer was treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.